Event description:
In 2007, it was reported to boston scientific corporation that a procedure was performed to place an ultraflex tracheobronchial stent system in the right main bronchus of a male patient. According to the complainant, "the suture string broke midway through deployment of the stent"; then, the physician removed the stent system, including the stent; terminated the procedure; sent the patient to a recovery room and, ultimately back to his hospital room. It was further reported, that a second attempt to place an ultraflex tracheobronchial stent was successfully completed. No patient complications were reported as a result of this event.

Manufacturer narrative:
The complainant indicated that the device has been disposed and will not be returned for evaluation. A device analysis will not be performed; therefore, the relationship between the device and the reported event is unknown. A search of the complaint database revealed no additional complaints reported for the same lot. The october 2007 15-month ultraflex tracheobronchial stent product family complaint trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted.